Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery. The 4.50x120mm supera self expanding stent system (sess) was advanced to the target lesion and the stent deployed however the tip of the sess separated from the distal sheath marker after deployment. A balloon catheter was advanced for post dilatation but the balloon became stuck on the supera catheter tip that had remained in the patient. The physician pulled everything together and was able to remove the catheter tip from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during device removal interaction with the moderately calcified anatomy and/or other devices resulted in the reported tip material separation /noted tip jacket and inner member separations. Manipulation of the device resulted in the noted bunched jacket material. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.